Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's pump would not be replaced. They were unable to accept the second operation due to the patient's physical condition. Additionally, it was indicated, "there was no quality problem with this pump."

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the patient had a low-liquid level non-emergency alarm on (B)(6) 2020. The pump alarmed one night and the medicine was changed early the next morning. 3 to 4 ml of residual morphine was extracted. It was reported the estimated elective replacement indicator (eri) suddenly dropped to 12 months. The implant date of the pump was (B)(6) 2020. At present, the patient's pain was heavier and it was indicated the dosage was relatively large. The estimated eri was still rapidly decreasing during the last few medicine changes; there had been prompts ranging from 6 to 8 months. It was reported the pump calculation was disordered. The pump had not encountered a failure before. The patient was under observation at home. Further complications were not reported. Additional information was received. The patient was currently in a stable mood, and was more aware of the efficacy. "However, in view of the patient's current frailty, in order to avoid complications from the second surgery, after several rounds of talks this week, the patient still hoped that recovered body and considered this matter again after the spring festival." Additional information was received. The drug concentration was 1 mg/ml and the basal dose per day was 3.5 mg. It was reported it was planned to replace the morphine pump with the same function as the original surgical product for the patient. It was also reported, "the patient is weak at present. In order to avoid surgical complications, the patient need to recuperate body. Specific measures will be determined after the spring festival." Additional information was received. It was confirmed the patient's pump would be replaced.